Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. And loaded a new cartridge to resolve the issue. Additionally, it was reported, that an occlusion alarm occurred. The customer declined follow-up troubleshooting with tandem technical support. Therefore, no additional information could be obtained. Customer's blood glucose level was 176 mg/dl.